Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy using an ncircle tipless stone extractor. The attending physician attempted to retrieve stones in the ureter when the basket had a lasso effect. The four wires got tangled and became two wires. The physician had to replace the basket in order to complete the procedure. No unintended sections of the device remain inside the patient¿s body nor did the patient experienced any additional procedures or adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control, specification and visual inspection of the returned device was conducted during the investigation. A visual examination of the returned device revealed that the support sheath was bent at the male luer lock adaptor. The basket formation was flattened in appearance. A functional test was performed and the uni dex handle (udh) does not actuate the basket formation. A kink is observed in the basket sheath. A tug on the wires confirmed the wires are still intact. An additional inspection including a light tug on the basket wires resulted in the basket formation and the cannula separating from the device. No wires protruded from the cannula. A review of complaints history found there was one additional complaint from the same customer. A review of complaint history also showed that this complaint was one of two complaints associated with the lot number in question. Potentially related non conformances for wires breaking or being deformed were detected during the manufacturing process. The product is tensile tested (including the basket assembly) at 100% frequency. A nonconformance investigation is currently open for non-conformances created by the basket wire forming process. Based on the available information, a definitive root cause cannot be determined or reported at this time. However, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.